Manufacturer narrative:
The device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log was performed. During functional testing, the pump presented an f-10 alarm (misloaded tubing was detected). A service history review revealed no indication of any process or workmanship issue that was related to the reported event. Per visual inspection, the device was in good condition with no physical damage was present. A power on self-test was performed, which presented the failure (B)(4). The cause of the failure (B)(4) was damaged force sensing resistors, channel 2. The device was removed from service due to no parts in stock and a swap of the device was initiated. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump presented an f-10 alarm [misloaded tubing was detected]. There was no patient involvement, therefore, there was no patient injury or medical intervention associated with this event. No additional information is available.